Event description:
(B)(4). It was reported that patient experienced chest pain. Clinical status assessment on (B)(4) 2013 indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Three days from event, index procedure was performed. The target lesion was located in the 1st obtuse (om) marginal with 90% stenosis, a length of 8mm, and reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent. Following post dilation, residual stenosis was 9%. On (B)(6) 2013, patient experienced chest pain with an "etiology unknown." No action was taken in response to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that chest pain did not occur with this patient and the event has been withdrawn by the site.